Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had high blood glucose level (over 400 mg/dl) when she woke up and noticed that the infusion set detached at the quick release while she was asleep. The site location was top of her butt and the pump was located on the waist. The infusion was in use for a day or two. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.